Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that during an intraocular lens (iol) implant procedure, the haptic was broken and lens did not come out of the cannula. The surgery was completed with a back up lens.

Manufacturer narrative:
The device and the lens were returned inside the opened carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted to mid-nozzle. A broken trailing haptic was observed. The haptic was on top of the plunger. The distal haptic tip was oriented toward the device nozzle tip. The remainder of the lens was returned taped to the exterior of the device barrel. The broken haptic damage was observed. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported complaint. The trailing haptic position in the device may indicate it was not in a proper position for advancement per the instructions for use (IFU). The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The IFU instructs: during device preparation and implantation of the company preloaded lens, a company qualified ophthalmic viscoelastic device(ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high 23°c / 73° f lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).